Event description:
The below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2022. This spontaneous case was originally reported by a consumer and describes the occurrence of adverse event ("many health problems for 15 years") in a 35 year-old female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure (ess205) inserted. On (B)(6) 2007 she experienced adverse event (seriousness criterion medically important). Essure (ess205) treatment was not changed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure (ess205) with regard to adverse event. The reporter commented: many health problems for 15 years, without knowing that essure could have been the cause. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 107 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 23-sep-2022. The most recent information was received on 03-oct-2022. This spontaneous case was originally reported by a consumer and describes the occurrence of adverse event ("many health problems for 15 years") in a 35 year-old female patient who had essure (ess205) inserted. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure (ess205) inserted. On (B)(6) 2007 she experienced adverse event (seriousness criterion medically important). Essure (ess205) treatment was not changed. At the time of the report, the outcome of the event was unknown. No causality assessment was received for essure (ess205) with regard to adverse event. The reporter commented: many health problems for 15 years, without knowing that essure could have been the cause. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 107 kg. Quality-safety evaluation of ptc: for essure (ess205): no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 03-oct-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.